Manufacturer narrative:
The clinical investigation determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following analysis. A review of the device's internal history did not detect any pads warnings. The investigation concluded that the device performed according to its design and specifications without malfunction during the use event. However, it was determined the pads had experienced peeled gel.

Event description:
It has been reported that during a patient use event it was observed that the pads adhesive may not meet the contact surface area specifications.